Event description:
As reported by the field, during a thrombectomy procedure of occlusion to the middle cerebral artery (segment m1) for cerebral infarction, an embovac catheter (ic71132ca, 30767688) was used per the instructions for use (IFU). Vessel recanalization could not be achieved on the 1st pass. The 2nd pass was performed by combined technique and recanalization was achieved. After the 2nd pass, the embovac was pulled outside the patient¿s body, around the blade of the catheter was seemed elongated. When flushed inner lumen, solution came out like a shower from elongated area. There was no negative impact to the patient reported. A continuous flush was done. Other concomitant devices are optimo8fr guiding catheter, synchro guidewire, trak microcatheter. Additional information received indicated that no excessive force was applied. There was no break in the device integrity at the site of the defect (metal, nitinol or wire), leading to separation into two or more separate pieces. The device had not been advanced or withdrawn against resistance. Tortuosity was not so severe. Based on the visual analysis of the pre-shipment pictures received, it was noted that the braided mesh of the embovac is stretched approximately at 7cm from the distal end.

Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report the findings of the photo investigation. Based on the analysis of the photo received, the distal tip is frayed, meeting regulator reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Pre-shipment pictures were attached to the complaint file in which it was noted that the braided mesh of the embovac is stretched approximately at 7cm from the distal end. Residues of blood were noted inside the catheter. As a result of the stretching, the coating appeared to be torn. The rest of the device was noted to be undamaged. A manufacturing record evaluation was performed for the finished device, and no non-conformances related to the reported complaint condition were identified. The returned embovac was visually inspected to confirm the extended state of the mesh structure at a position of 3.5 cm from the distal end and a range of 6.5 cm to 7.5 cm from the distal end. Further magnification revealed a tear in the coating and an exposed mesh at 6.5~7.5 cm from the distal end. During the functional test for liquid leaks, it was confirmed that water leaked from the part where there was stretched and breakage of coating on the embovac. Confirmation of hydrophilic coating, the presence of hydrophilic coating was confirmed. The returned embovac was noted to be within specifications on the inner diameter (ID) and outer diameter (od). According to the information we received, it was not possible to collect the blood clot using the complaint embovac alone for the first pass, but the blood clot was recovered and recanalized using a combined technique with another product on the second pass. As a complaint report, after taking the suction catheter out of the patient's body after 2 passes and flushing the lumen, water leaked from where the blade extended. Regarding the second pass of combined technique, there is no information on what products were used in conjunction with embovac. As there was a complaint that the stretch of the distal end of embovac leaked water from the place, the functional test was performed. In the test, it was confirmed that there was water leakage from where embovac extended and the coating was torn, and the contents of the complaint were confirmed. Upon arrival, the inspection of the returned embovac revealed that the presence of hydrophilic coating was confirmed, and the tip was observed in good conditions (i.e., it was not ovalized), this indicates that there was no difficulty to advance the embovac catheter. The mesh was found to be partially elongated at 3.5 cm from the distal end and, additionally, the catheter was found to be elongated from 3.5 cm to 7.5 cm from the distal end. It was observed that the coating was separated from the mesh part. This separation is secondary to stretching and can be caused by pushing or pulling the device against resistance. However, there was no report of resistance during use in this complaint. Per customer report, the thrombus was collected during the second pass, indicating that the product was working well at that time. Therefore, the delamination of the coating due to the elongation of the blade mesh may be related to the removal of the product from the patient. It is possible that the factors were the operation when removing the combined product or the tightening of the connector, but it could not be determined conclusively. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since there is no evidence to suggest that the issue reported is a result of a manufacture or design issue, no CAPA activity is required. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
**UDI related data quality updates only** correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).